Event description:
It was reported that during the shoulder arthroscopy surgery, the device broke inside the patient, the doctor got it retracted but the point stayed inside the patient. The procedure was completed with the same device. No significant delay or patient injury reported.

Manufacturer narrative:
The reported arthropierce 45 degree left has not been returned for evaluation, however a photograph and x-ray were provided for review. Examination of the photograph confirmed the reported complaint of breakage, the distal tip of the shaft has broken off. The x-ray also confirmed the reported breakage. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. The 17-4 ph ss is not an implantable alloy; therefore, long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and possible MRI restrictions cannot be determined. There is no further harm being alleged to this patient and no plans to remove the broken tip.